Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump got wet. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no reported adverse impact to the customer's blood glucose level.